Event description:
Boston scientific received information that this system was exhibiting increased shocking impedance measurements, which had exceeded 130 ohms. The caller was inquiring about a potential lead failure. The threshold, sensing and pacing impedance measurements have remained unchanged and there has been no noise observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was reported that nine months following the last red alert, an additional red alert was generated from this system due to high/out of range shock impedance measurements. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed additional testing that could be performed for this lead. No other adverse events have been reported. This product issue will be updated if additional information is received.